Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 455 mg/dl. Customer¿s bg was treated intravenously with saline and insulin. Reportedly, customer left the ER same day with the issue resolved and no permanent damage. Reportedly, insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. System check with tandem technical support confirmed that the pump and related supplies were operating as intended. Reportedly, customer reverted to an alternate method of insulin therapy.